Event description:
It was reported that a (B)(6) female patient sustained an 8cm skin loss upon removal of the drape following a left axillary node clearance procedure. The patient's arm was draped in linen and ioban. No additional information was provided on the patient nor the treatment applicable to skin loss.

Manufacturer narrative:
Product was tested and found to be within specification for adhesion. One unopened primary drape box ((B)(4) lot 2013-08 bi) was received from the customer and the enclosed ten replicate drapes were tested. All were well within specifications for adhesion to steel. The samples appeared normal in a visual inspection as well. Suspect that individual had fragile skin due to the age. Product labeling does indicate the following under instructions for use: "skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes."